Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller states the consumer alleged the chair will intermittently stop.